Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: "during ap screw insertion to distal of the tibia, the screw became stuck in the nail. An attempt was made to remove it, but it was difficult and took 30 minutes. The surgery was completed without inserting any screws into the hole."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Finally, the use of a locking screw is mandatory and the IFU points out as following ¿the advanced locking screw must be inserted using reasonable force. To provide desired function and to avoid damaging the screw. If unreasonable insertion torque is noticed, stop insertion, turn the screw counterclockwise and then attempt to insert the screw. If unreasonable insertion torque is still noticed, remove the screw and proceed with a locking screw.¿ in case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported: "during ap screw insertion to distal of the tibia, the screw became stuck in the nail. An attempt was made to remove it, but it was difficult and took 30 minutes. The surgery was completed without inserting any screws into the hole."